Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the ceramic tip of bronchovideoscope distal end chipped. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported event was not confirmed. Additionally, upon inspection of the device, there were burn marks on the distal end cover. Based on the results of the investigation, it is likely the following led to the malfunction: using a high-frequency treatment device without maintaining a sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.